Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen. The reporter stated the display was blank when he woke up on the day of the complaint and would not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: investigation was unable to duplicate the reported blank display; investigation revealed a dim and faded display screen. A new test screen was inserted and the display illuminated to normal contrast. Unrelated to the complaint, the keypad buttons were found to be intermittently responsive and multiple button presses were required to respond. A hole was noted on the bolus button; the bolus button was found to be responsive.